Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: lawyer.

Event description:
Reason for original complaint. -the patient was first revised to address a fractured liner; the sales rep was not aware of any previous revisions. The patient was then revised to address pain caused by cup malpositioning and the subsequent metal wear. It was stated in the reporting that the cup was very vertical. Doi: (B)(6) 2007. Dor: (B)(6) 2007. Dor: (B)(6) 2011. Update - litigation papers received. In addition to previously reported allegations, it is now alleged that upon the (B)(6) 2011 revision that the patient suffers from severe metallosis and severe osteolysis, along with associated bone defects. Initial emdrs have been created. Update - 12/4/2012 - medical records were received from legal. The revision operative report of (B)(6) 2007 indicated the patient was revised due to disassociation. Additionally it was noted that the acetabular cup was put into more anteversion at the initial procedure due to stability issues. Update oct 16, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges grinding sensation difficulty in walking, elevated chromium metal ions. After review of the medical records for the MDR reportability, patient was revised to address disassociation of polyethylene liner from shell. Revision notes reported of staining of tissues, polyethylene component was sitting in inferiorly and was worn. Operative indications reported of sweeping sensation and crepitus with motion. There is no laboratory results for the alleged metal ions. On the second revision, it was reported that there was severe metallosis, poly debris and osteolysis with bone defect. Doi: (B)(6) 2007 - dor: (B)(6) 2011 (right hip). This pc is linked to pc-(B)(4), please see pc-(B)(4) for the first revision.